Event description:
It was before when using the bd vacutainer® sst¿ ii advance there were air bubbles in the gel additive in an unspecified number of devices. When filling those devices with sample, the sample did not separate adequately. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received 8 customer returned photos for investigation, and gel air bubbles as well as poor barrier separation were observed. Additionally, 100 retained samples were visually inspected, and no gel defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality are under statistical control for the month of august 2025. At this time, further testing is not indicated. This complaint has been confirmed for the indicated failure modes gel air bubbles and poor barrier separation. Corrective and preventive action has been opened to address the sample quality issues. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was before when using the bd vacutainer® sst¿ ii advance there were air bubbles in the gel additive in an unspecified number of devices. When filling those devices with sample, the sample did not separate adequately. No adverse impact was reported regarding the patient or user.